Event description:
Caller alleges the menu button on the pump does not work. Caller was at pool; did not get in pool but the device was splashed. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.